Manufacturer narrative:
The investigation is in progress.

Event description:
Gore was notified in 2009 of an event involving a gore suture passer device. No specific info was received at that time. On 05/21/2009 gore received info and became aware the gore suture passer needle broke off during a laparoscopic hysterectomy procedure, and remains in the pt.